Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the rear therapy electrodes (te) and the distribution node (dn)was pulled from the strain relief at the dn. Additionally the cables connecting ECG a and b to the dn and the cable connecting ECG c and d to the dn were pulled from the strain relief at the dn. The cause of the pulse lead hi-pot and fall-off failures is the pulled cables. The root cause of this damaged cables and internal wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and wires. The last pt to use this belt did not report any deficiencies.